Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the patient¿s right atrial (ra) lead exhibited high capture threshold. The physician elected to complete the procedure with a different lead. The patient was stable following the procedure.